Event description:
The customer reported that she was hospitalized with low blood glucose levels of 28 mg/dl. Customer stated that the insulin pump has been exposed to MRI. No troubleshooting was performed because customer had removed the battery from the insulin pump. No other information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.